Manufacturer narrative:
Date rec'd by MFR: patient is included in the etrytonlm registry. The event was reported via the 9 month follow-up form that showed restenosis occurred after patient discharge from the index procedure and resulted in a revascularization (pci). The registry report was received 30 jun 2019 and reviewed by tryton medical (manufacturer) on 27 sep 2019. At the time, tryton medical was undergoing a major restructuring which caused the delay in opening complaint and subsequent submission of the MDR. Results: no device problem found in analysis of production records or trend analysis. Device was not returned for evaluation (implanted), therefore no findings were available. Conclusions: production records and trend analysis were reviewed with no device problem found. Because the device was implanted, and therefore not available for testing, a definitive conclusions could not be reached.

Event description:
The tryton 3.0/3.5 stent was initially implanted on (B)(6) 2018. Target lesion was lca main/lcx proximal. Stenosis: mv 60% / sb 80%. No difficulties, issues or events were reported during the procedure or at time of discharge. On (B)(6) 2018, the patient complained of angina. For weeks [the patient has been feeling] thoracic pain left with radiation in the shoulder. The pain [was] stronger under exertion. At rest, the symptoms [were] better, but still there. No history of dyspnea. The target lesion was found to have 0% stenosis of the mv (lca) and 85% stenosis of the sb (lcx). The patient underwent a revascularization (pci) with drug eluting balloon into the lcx with good primary outcome. No difficulties, issues or events were reported during the revascularization. After procedure, the patient was stable and without pain.